Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report sources health professional and study do not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer was the initial reporter. A blood test was performed. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain. It was reported the device went into critical error mode and was beeping every 10 minutes on friday evening. On saturday afternoon the patient started to have withdrawals. That night the patient became very sick and notified their managing doctor but was not available until monday. The patient went to a local emergency room and was given a shot to help with the withdrawals. The patient was driven back to the emergency room on (B)(6) 2017 and the old pump was removed and a new pump was implanted. It was noted that the patient's pump had a motor stall. The patient noted they had lost 2 weeks of work.